Manufacturer narrative:
A ge svc rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an error message whenever they attempted to use the cine function. This situation resulted in a loss of subtraction, road-mapping, or other vascular cine functions. There is no report of pt injury.